Manufacturer narrative:
Unit function properly during rewind basic occlusion, occlusion, prime/delivery, the excessive no delivery and displacement test. Unit was received with scratched lcd window, cracked case on top bottom right side and left side near display window corners, broken reservoir tube lip, cracked reservoir tube window thru reservoir tube near esc button and cracked on battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump's reservoir compartment was cracked and crumbling. The customer also stated that the device's display was cracked. Blood glucose level at the time of the incident was 450 mg/dl, which was treated with the insulin pump. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.